Event description:
This serious spontaneous device report was received from an office staff on behalf of a physician in the united states. The patient, a (B)(6) female experienced increased heart rate [pulse 98], mild headache and increased blood pressure [180/120] after receiving the first euflexxa injection (1% sodium hyaluronate) (lot #: h14147a; expiration date: january 2015) in the right knee for osteoarthritis. Prior to receiving euflexxa injections, the pt received cortisone injections. On (B)(6) 2014, the patient received the first injection along with a cortisone injection in the right knee for osteoarthritis. Approx six hours later on the same day, she experienced increased heart rate [pulse 98], mild headache and increased blood pressure [180/120]. The patient went to the emergency room (ER) due to the symptoms and was kept overnight for observation. She did not receive a diagnosis from the hospital and it was unk what type of treatment was provided to the patient for the events. On (B)(6) 2014, the patient was discharged from the hospital. Euflexxa injections were discontinued after the first injection. At the time of reporting, the patient was feeling better but not completely recovered from the events. The emergency room physician related the events to the euflexxa injection. Also, the reporter from the treating physician's office stated that it was likely that the euflexxa injection contributed to the adverse events. Medical history was provided. Concomitant medication was provided.